Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the second diagonal branch of the left anterior descending coronary artery. The balloon of a 2.25x23 mm xience prime stent delivery system (sds) was noted to slip backwards during deployment of the stent. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a subtotal, thrombus occlusion in the first diagonal branch of the left anterior descending coronary artery with no calcification. The 2.25x23 mm xience prime stent delivery system (sds) was advanced to the lesion with no resistance. The stent was ultimately deployed successfully in the target lesion at 12 atmospheres. No additional information was provided.